Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: d10: concomitants: 200-01-03 - cemented cr femoral sz 3 9940194. 200-02-35 - three peg patella 35mm 3709876. 204-04-33 - trapezoid tibial tray sz 3f/3t 3634497. 204-32-01 - fluted stem extension 11l x 12 mm 3717187. 204-70-00 - tibial stem ext. Screw 3724524. H6: the revision reported was likely the result of prosthesis wear over 8 years of implantation. Contributing factors to the severity of the wear on the returned tibial insert may have been result of being packaged in a non-conforming vacuum bag for five years, rotational malalignment, and/or instability of the knee combined with high-in vivo loading. However, the contributions of each to the sequence of events cannot be determined as limited clinical information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 - health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusion, h7 (remove information). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a female patient, who had a right knee implanted on an unknown date, underwent a revision due to excessive wear to the implants on (B)(6) 2022. The patient was successfully revised to truliant tibial components utilizing tibial augment blocks and crc liner. Also successfully revised patella. The patient was last known to be in stable condition following the event. The devices are available for return. No other patient information/medical history reported.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.